Event description:
Major pump unit(s) involved: drive unit failureadditional text: drivelinespecific component(s) involved: driveline malfunctionadditional text: suspected short to the shield in the percutaneous lead internal to the bodyother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of other component, specifyother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction